Manufacturer narrative:
Concomitant product: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
It was reported that following a pump replacement (refer to manufacturer report #3004209178-2014-18039 for the reason for the replacement), there were problems post operation adjusting the dose. It was noted the patient had a bladder infection which had weakened him. The patient went to rehabilitation ¿two months before¿ as per an office visit on (B)(6) 2014 and the health care provider (hcp) confirmed ¿this¿ was due to primary disease and was not an adverse event to gilenya, an oral medication the patient was taking for their multiple sclerosis. In rehab, the hcp restarted gabapentin as their spasms were more peripheral and their baclofen dose was lowered. As a result, their spasms were less. The patient was then on 74mcg a day and had previously been on 490mcg per day prior to the pump replacement. He was also taking one oral baclofen a day in addition. Further information provided indicated per the visit on (B)(6) 2014, the patient¿s main complaint was numbness and weakness involving their bilateral legs. It was characterized to be constant and severe. Other associated symptoms were unsteady gait, fecal incontinence, decreased balance and frequent falls. The hcp also stated there were no side effects from the medication and therapy was stable. The patient had problems with short term memory loss as well. Since their last visit, on (B)(6) 2013, the patient¿s cognitive status had resulted in minimal improvement. There was no confusion and depression. Upon a review of systems, the patient was positive for impotence, joint stiffness and myalgia, ataxia, paresthesias and weakness. Examinations also showed that there was less spasticity in the legs, musculoskeletal strength was ¿4/5¿ in right biceps, ¿0/5¿ in bilateral hip flexors, ¿0/5¿ in bilateral quadriceps and he could not lock knees to transfer. Coordination/ cerebellar test showed inaccurate finger to nose test and slow on bilateral. Rapid alternating movements were slow and clumsy on the bilateral. The patient was assessed with severe progressive relapsing ms, severe abnormal gait, muscle spasm, memory loss (mild) and auditory hallucinations. The plan was to decrease baclofen pump dosage. The hcp did confirm the rehab was due to the primary disease and was not an adverse event to gilenya. There were no side effects from ¿the medication¿. The patient¿s outcome wasn¿t provided.